Event description:
It was reported that versacross rf wire was selected for an ablation procedure. During the procedure, the stiffness was at the puncture site made the puncture difficult. The left atrial side of the interatrial septum was stiff, making puncture difficult. The procedure was completed successfully. A standard puncture needle was used instead of the same device. No patient complication was reported. The wire was inserted several tens of centimeters into the dilator. No damage was observed at the tip of the wire.

Manufacturer narrative:
Patient details were not available at the facility. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.